Manufacturer narrative:
Similar events emerge from the same clinical study: complaints fnc (B)(4) (FDA number 3004549189-2020-00009) and fnc (B)(4) (FDA number 3004549189-2020-00008) are linked. Products concerned in this event: tibial fixation mode: screw / compositcp lot 163238 ; reference number: 905261. This is a sbm product. No other complaint about this lot number. Femoral fixation mode: screw lactosorb ; reference number: 930600. This is not a sbm product. Historical: date of incident: (B)(6) 2017 / rupture lca / side left. Primary surgery: ligament plasty under knee arthroscopy (B)(6) 2017 - no complications noted. Date of event: (B)(6) 2017 / cyclope / side left. Description of symptoms: extension deficit (moderate severity). Treatment: knee arthroscopy on (B)(6) 2017 (resolution date). According to the information provided in the database of the surgeon: no link with the device ; no link with the procedure ; no link with the instrument. No corrective action implemented. This complaint is closed.

Event description:
Fnc (B)(4). Event / clinical project.: "it was reported the patient underwent a l acl rupture repair on (B)(6) 2017. Subsequently, the patient was noted to have cyclope syndrome and extension deficit that was noted to be resolved on (B)(6) 2017 with arthrolysis".